Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effects of mitral regurgitation (worsening) and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which contributed to the slda; however, this cannot be confirmed. The mitral regurgitation (mr) and tissue damage was due to the slda and therefore related to procedural circumstances. The additional therapy/non-surgical treatment is a result of case-specific circumstances as a second mitraclip procedure is planned for the treatment of slda and mr reduction. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the deployed clip detached from one leaflet and remained attached to the other leaflet and mr increased to 3. Tissue damage occurred due to the slda. A second mitraclip procedure is planned, which is considered medical intervention for the patient. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. On (B)(6) 2016, a control echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr increased to 3. Tissue damage occurred due to the slda. A second mitraclip procedure is planned. No additional information was provided.